Event description:
Patient presented to operating room for laparoscopic cholecystectomy. When the surgeon was pulling the bag with gallbladder in, the handle detached from the bag. Surgeon was able to completely procedure w/o injury to patient or any harm. Handle was removed from service. Post-operatively, diet was slowly advanced and tolerated well. The patient was able to void, pass flatus, ambulate, and tolerate a regular diet without difficulty. Lab studies, vital signs, and physical exam findings were stable at time of discharge. The patient was deemed fit for discharge on pod #1.